Event description:
The customer states that they noticed elevated results for hgb, rbc and plt parameters for one pt sample tested using a cell-dyn 3200 sl hematology analyzer. Initial results obtained were hgb=23.4 g/dl, rbc=6.90 m/ul, plt=300 k/ul. The sample was repeated, generating the following results; hgb=14.0 g/dl, rbc=4.20 m/ul, and plt=180 k/ul. The repeat results were released with no impact to pt management reported.

Manufacturer narrative:
Investigation summary: hemoglobin (hgb) background and a specimen test value out of range for rbc/plt when using a cell-dyn cd 3200 sl analyzer. The issue could not be confirmed for the specimen test. The field service representative suspected the diluent line valve was at fault and therefore changed valves 66, 33, 26, 27 and also, as a precaution changed the hemoglobin line valves 24, 28. A visual check of the diluent and hgb syringes found no leakage issues. The diluent and hgb syringes were cleaned. The operation of the instrument was verified and the data for a control test was within range. The cd3200 system operator's manual (06h60-01, rev m) notes that backgrounds should be checked they are within specifications (listed on page 4-9), as part of start up procedures (p.5-63), when running controls after an idle period (11-17) or after any maintenance procedures (section 9). Section 10, on troubleshooting, provides a troubleshooting guide (pp. 10-23, 10-24) for evaluating how to approach problem. Table 10.4 on page 10-89 provide a list of probable causes for backgrounds recovering outside of the limits. Trending: a review of complaint reports, for the period march 2007 through november 2007, did not indicate any adverse trend for cell-dyn 3200, list base 04h60-01 for issues with wbc reproducibility in open versus closed mode. Labeling: the event is addressed in the cell-dyn 3200 system operator's manual, 06h60-01, rev m section 4: performance characteristics and specifications: performance specifications: background counts; p. 4-9 section 5: operating instructions: start-up procedure, daily start-up procedure; p. 5-63 section 9: service and maintenance: section 10: troubleshooting and diagnostics: troubleshooting guide; pages 10-23, 10-24. Table 10.4 non-functional fault conditions (continued) background count is outside acceptable limits: p. 10-89 section 11: quality control; running controls: p. 11-17. Conclusion: the device was evaluated and valves for the hemoglobin and diluent lines were replaced as they were thought to be malfunctioning. The issue was resolved and verification testing was performed with acceptable results. No impact to pt management was reported. This is the final report.